Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pending metal on metal hip product liability: litigation alleges injury, pain, discomfort, tenderness, stiffness, decreased range of motion, difficulty rotating the hip joint, difficulty bearing weight, and difficulty ambulating, loss of mobility, mental anguish, disfigurement, and emotional distress.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Event description:
Update ad 29 jan 2024, medical records received. After review patient was revised due to failed metal on metal total left arthroplasty with recurrent dislocation and elevated serum cobalt and chromium. Patient also had pseudotumor with deficient abductors which was excised. Femoral head was removed. Femur was dissected in preparation for extended trochanteric osteotomy. Bur and flexible osteotomies were used to break up the bone-implant interface. The femoral stem was eventually removed. Prior scar tissue was excised. An acetabular explant system was used to remove the cup with minimal bone loss.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (dob, age), d4 (lot, expiration date, UDI ), d6a implantation (year, day, month), d6b explantation (year, day, month), g4 PMA/510 (k), h4, h6 health effect (impact code, component code), h6 medical device problem code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.